Event description:
New information reported on (B)(4) 2018 stated that alerts continue to be received for undersensing and loss electrode contact. The patient would continue to be monitored. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after placing the implantable cardiac monitor in the pocket, the device exhibited poor r wave values. The device was reprogrammed. The patient was in stable condition before, during and post surgery. No further information was reported.